Manufacturer narrative:
Device evaluation by manufacturer: the customer reported the lab has changed their sample handling procedure; the customer now transfers the serum from the sst tube into a transfer tube and does not store it in the original sst tube whether it would go into the refrigerator or the freezer. The customer runs the vitamin d every week and does not have any specimens held over to the next week. The aia-900 instrument is working as expected and qc is within acceptable range. A 13-month complaint history review and service history review for similar complaints was performed for the aia-900, serial number (B)(4), from 16-sep-2016 through 16-oct-2017. There were no other similar events reported during the searched period. The st aia-pack 25-oh vitamin package insert under specimen collection and handling under page 5 states: specimen collection and handling · do not use hemolyzed samples. Hemolyzed sample will give erroneous results. · serum, na heparinized plasma or edta plasma is required for the assay. Citrated plasma should not be used. · when using serum, a venous blood sample is collected aseptically without additives (red top tube). Store at 18-25°c until a clot has formed (usually 15 - 45 minutes), then centrifuge to obtain the serum specimen for assay. Sst or gel tubes have not been validated. · when using na heparinized plasma or edta plasma, a venous blood sample is collected aseptically with the designated anticoagulant. Centrifuge and separate plasma from the packed cells as soon as possible. · inadequate centrifugation or the presence of fibrin or particulate matter in the sample may cause an erroneous result. · samples containing inhibitors of alkaline phosphatase may cause erroneous results. · inspect all samples for air bubbles and foaming. Remove any air bubbles prior to assay. · specimen types should not be used interchangeably during serial monitoring of an individual patient. Measured concentrations may vary slightly between sample types in certain patients. · samples may be stored at 2-8°c for up to 48 hours prior to analysis. If the analysis cannot be done within 48 hours, the sample should be stored frozen at -20°c or below for up to 60 days. · repeated freeze-thaw cycles should be avoided. Turbid serum samples or samples containing particulate matter should be centrifuged prior to testing. Prior to the assay, bring frozen samples to 18-25°c slowly and mix gently. · the sample volume required for pretreatment is 60 ul. 50 ul of the pretreated sample is used for the assay. The most likely cause of the reported event was due to incorrect specimen handling prior to preparation. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013.

Event description:
N/a

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process. Report source: under the above section "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: no conclusion is yet available; investigation is currently in-process.

Event description:
On 16-oct-2017 a customer reported getting low 25-oh vitamin d (vit-d) results on patient samples on the aia-900. The customer reported that on (B)(6) 2017 a vit-d run on patient samples obtained lower results in comparison to results repeated on (B)(6). The customer reported that quality controls were within acceptable range. The customer reported using serum-separating tubes (sst) for sample collection. The samples were clotted and spun. Samples were never poured off the gel and stored in the refrigerator for one week, then frozen in the gel tube. The customer uses fresh pre-treatment and conjugate with every run. The subject samples were not sent out for confirmation to a reference lab. The customer was instructed to perform 10 precision runs to verify sampling and repeat a few of the subject samples. The customer was advised not to store samples in sst tubes and avoid prolonged contact with gel. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.